Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller was evaluated by the manufacturer. (B)(4). Notification z-1751-2015. It was reported that the patient was experiencing power switching events and that both controllers had a loose connection on power port 1. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned devices revealed that the controllers passed functional testing but failed visual inspection due to a loose power port 1 connector. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that (B)(4) contained the smr upgrade, which was likely installed on (B)(6) 2016. Review of the data log files revealed power switching events due to communication errors prior to the smr upgrade. Log file analysis pertaining to (B)(4) revealed that the controller contained the smr upgrade. Log file analysis revealed several power switching events due to momentary disconnections between the controller and batteries near the reported event date. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating communication errors prior to the smr upgrade and investigating momentary disconnections. The manufacturer has opened an investigation with the supplier investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: controller/(B)(4); cat#: 1407de; exp date: 11/30/2015; mfg. Date: 11/30/2014; loose or intermittent connection; product received: 12/12/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was complaining about power switching. Manufacturer representative was on site today and exchanged both controller due to loose connection on port 1. It was stated that there were no effect on patient. No additional information.